Event description:
New information received indicating that the patient also presented with fatigue and lightheadedness.

Manufacturer narrative:
Correction: h7 should have denoted "recall".

Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device was subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and had reported issue of bradycardia as well as loss of telemetry with no magnet rate response and premature battery depletion on the device. The patient was stable before, during and after the procedure.